Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 127 mg/dl back to back with a result of 305 mg/dl on advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.